Manufacturer narrative:
The reported events of high threshold and failure to advance the stylet were not confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was able to be fully inserted inside the lead with no difficulty/traction/resistance. No anomalies were found.

Event description:
It was reported that during implant procedure, patient's lead exhibited capture issue. It was also noted that stylet was failed to advance in lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.